Event description:
It was reported that since implant the patient had been bothered by the implantable neurostimulator (ins) location. The patient had the entire system replaced. The patient outcome was not provided, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-06, lot# unknown, product type: accessory. Product ID: 3093-28, lot# va0bna3, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).